Event description:
Placed a urinary catheter in pt and there was urine in return. Pulled catheter out and there was only about 2.5 inches and it fell out. There was a profuse amount of bleeding. Since this problem there have been several foley catheter issues (leaking, balloon not filling, etc) that have been found. Reason for use: pt unresponsive.